Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic repair of an inguinal hernia on (B)(6) 2013 and mesh was used. Following the procedure, the hernia recurred and an additional hernia repair procedure was done on (B)(6) 2014 and the first mesh product was removed. The surgeon opined that the recurrent hernia was bigger than the original and that the original mesh was properly fixated and had not moved. The surgeon also opined that the original mesh was of adequate size but did not hold the intra-abdominal pressure and bent, giving the symptoms of relapse. During the second repair procedure it was observed that the original mesh was properly integrated and there were omental adhesions present. Additional information was not provided.